Event description:
Pt's head was placed in 3 points mayfield at beginning of surgical procedure. During wound closure, pt's head sank. Readjusted and retightened mayfield but no loose connections were identified. Later, co rep said swivel lock was loose and required repair.